Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "medication pump malfunctioned." An incomplete date of event of xx-nov-2018 was provided. The customer reported there was an infusion rate discrepancy between the pcu and the pump. The pump was infusing heparin. There was no report of harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "medication pump malfunctioned." An incomplete date of event of (B)(6) 2018 was provided. The customer reported there was an infusion rate discrepancy between the pcu and the pump. The pump was infusing heparin. There was no report of harm.

Manufacturer narrative:
The customer¿s report of an infusion rate discrepancy between the pcu and the pump module during an infusion of heparin was not confirmed. Physical inspection showed the device was in good condition. There were no damages or anomalies observed. Log analysis could not be performed for the reported incident time frame of november 2018 as the pertinent data had been over written from continued use of the system after that time. During rate accuracy testing the device was infusing within specifications. The root cause for the report of a rate discrepancy was not identified.